Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the patient had an irreversible fault alarm on his freedom driver while in the hospital. The customer also reported that the patient was not doing any activity. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient had an irreversible fault alarm on his freedom driver while in the hospital. The customer also reported that the patient was not doing any activity. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Visual inspection of the interior of the driver revealed loose driveline connection clamps, fastening screw and lock washer, and a fractured housing boss. Review of the alarm history (eeprom) revealed an alarm that can occur: during power cycling of the freedom driver, which can take place at either the clinical site or prior to the eeprom reading during investigation at syncardia; during onboard battery exchange while operating the freedom driver only on battery power; or if an onboard battery is not fully latched in place, intermittent communication errors can result in a fault alarm. It is possible that this was the alarm that was reported by the customer. The onboard batteries used by the patient at the time of the reported fault alarm were not returned to syncardia, and therefore could not be evaluated as part of this investigation. During the investigation, the freedom driver was tested, and the driver passed all test requirements with no anomalies or alarms. In addition, the driver was tested for an additional 72 hours at normotensive patient simulator settings. The driver was inspected multiple times during the 72 hour observation run, and the driver performed as intended with no anomalies or fault alarms. The customer-reported fault alarm could not be reproduced during investigation testing. The freedom driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.